Event description:
Country of complaint: (B)(6). Needle detached from thread.

Manufacturer narrative:
Manufacturing site eval: samples received: 55 unopened pouches and 1 opened. There are no previous complaints of this code batch. There are (B)(4) units in stock. Received 55 closed samples and 1 open and unused sample, without the second pack. Tightness test to the closed samples received has been performed and the units are tight. Needle attachment testing was completed on the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Needle attachment results before releasing the product were within specification. Corrective/preventive actions: not applicable.